Event description:
The affiliate reported that the shunt valve was blocked at level 170 after MRI. It could not be readjusted and was replaced because of severe headache problems. No other details were reported.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Examination of the valve revealed that the valve casing was cracked and the cam mechanism was not sitting correctly. Therefore the cam position / pressure could not be determined. The valve was examined under microscope at appropriate magnification and it was noted that the cam mechanism was damaged. It is likely that the device recieved some form of impact causing the damaged described by the customer. This however could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.